Event description:
The physician was attempting to use a proflo diagnostic catheter during a procedure. The catheter was flushed. It is reported that clots formed within the catheter only, when the proflo catheter was in the patient. The device was not flushed during use due to the presence of thrombus. No intervention was carried out. No adverse event was caused to the patient as a result.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.